Event description:
On (B)(6) 2012, the reporter claimed that the patient was hospitalized for a blood glucose reading on (B)(6) 2012. Reportedly, the reporter claimed that she gave the patient 5.25 units of insulin via the insulin pump on the incident date but the memory has record of 3.05 units. Prior to the hospitalization, the patient had symptom of belly pain. The reporter indicated that since the hcp made pump adjustments on (B)(6) 2012, the patient's blood glucose reading had improved and no issue have occurred. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. One possible reason for the patient's elevated blood glucose could possibly due to the alleged incorrect units of insulin (3.05 units) as opposed the intended 5.25 units. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reportedly due to possible use error and because, the patient was hospitalized with elevated blood glucose while on insulin pump therapy.

Manufacturer narrative:
(B)(4). The pump was returned to animas and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. Advanced bolus features are calculating correctly. No data from the time of the reported issue due to continued use. Daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).